Event description:
A peritoneal dialysis (pd) pt's caregiver called the MFR's tech support department following the pt' treatment to report that the cycler had not drained the pt enough during the treatment and was requesting a replacement cycler. Additionally, the caregiver stated that an add'l 2000mls was drained following the treatment. The pt's prescribed fill volume and treatment data sheets as well as the pt status have not been provided as of the submission of the MDR.

Manufacturer narrative:
There is no indication that there was any serious injury to the pt but insufficient info cannot rule out the possibility at this time, therefore, a serious injury and malfunction MDR will be filed. Treatment data to determine the pt's prescribed fill volume and treatment data sheets to determine the fill and drain cycles of the prior to the manual drain have not been provided. An MDR is being submitted based on the manual drain combined with the pt's unk pd prescription. The peritoneal cycler (plant investigation) is anticipated and upon completion, a supplemental MDR report will be submitted.